Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "loss of touch screen sensitivity" (no display or display failure). The nurse reported the system did not advise the end of the irrigation solution. The system touchscreen has a loss of sensitivity. The system was switched out and the case was completed. No patient injury was reported.

Manufacturer narrative:
The nurse called the company service rep for technical support. The nurse inadvertently left the infusion line open while exchanging the bss bottle. The touchscreen will be replaced when the part is received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).